Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the grafts produced were not even. There was no harm or delay reported. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Void upon receipt of additional information, it has been determined that this complaint event is a duplicate of (B)(4) (MFR-0001526350-2024-00014). The initial report was forwarded in error and should be voided.

Event description:
Void upon receipt of additional information, it has been determined that this complaint event is a duplicate of (B)(4) (MFR-0001526350-2024-00014). The initial report was forwarded in error and should be voided.